Event description:
It was reported that the power load will not load or unload a cot from the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the power load will not load or unload a cot from the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon further investigation of this complaint it was found that the power load system could load and unload a cot both in powered and manual modes. The issue with this complaint was worn transfer rods which did not impede functionality of the unit, the transfer rods only caused a cosmetic concern for the customer.